Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and add gel messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged and experiencing add gel messages.